Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and determined that the display was faulty. The display was replaced to resolve the malfunction and subsequent functional verification testing did not reveal further issues. The device was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump became unresponsive during priming and would not carry out commands. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) received photos of the replaced defective part. The photos investigation showed that the area of the kapton tail connection looked not proper, a previous fluid ingress could has caused the unresponsive touchscreen. This is a known issue and a corrective action was implemented for that issue.